Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that no fragments fell into the patient. No patient harm case was completed successfully with a backup instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the pin coming out of the jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a grip pin missing. As a result, the grips were separated.